Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with stuck stylet inside the lead. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. It was reported that a dislodgement on the left ventricular (lv) lead. No changes or intervention were reported. The patient condition was unknown.